Event description:
The customer returned the product for a detached dso seal, during device analysis, a lifting dso seal and buckling upstream seal identified were identified. There was no patient involvement.

Manufacturer narrative:
H3: one device was returned for evaluation. The service review identified there was no indication that the complaint was related to a service of the device within the review period. Visual inspection was performed and a buckling upstream occlusion (uso) seal and lifting downstream occlusion (dso) seal were identified. The uso and dso seals were replaced. A performance verification test was performed, and the device passed all tests criteria.